Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) was stuck in the "initializing collimator" screen on the pendant. The log errors said: "failed to execute aprrad," "failed to rx enable on time," and "message protocol error." There was no patient involvement.

Manufacturer narrative:
Concomitant product references the main component of the system. Other relevant device(s) are: product ID: bi71000168, multiple annex a codes were coded for this event. A1102 was coded for the "initializing collimator" error. A110201 was for the system being stuck on the "initializing collimator" error. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.